Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.